Manufacturer narrative:
This report is being supplemented to provide additional information received from the reporter. Additional information was received indicating the reported issue occurred during testing, there was no procedure or patient involved in the event. The event is under investigation. A supplemental report will be submitted upon receiving additional information.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Please see the updates in sections h6 and h10. The device was not returned; therefore, the reported phenomenon or condition of the device could not be confirmed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It was confirmed that the device was shipped according to the specifications. It has been over 8 years since the subject device was manufactured. The specific root cause of the reported problem could not be determined at this time because the device was not returned. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus technical assistance center (tac), the high-definition lcd monitor had no image, no olympus logo and the menu bar did not light up. There was no harm or user injury reported due to the event.

Manufacturer narrative:
The subject device has not been returned to olympus for evaluation. During troubleshooting, the customer tried to turn the subject device off and on but the device did not display an olympus logo. It was also noted, the customer attempted to push the menu buttons and got no response, the screen was black, and could not be reset. The customer noted the device is connected only to alternating current (ac) and appeared to be broken. The investigation is ongoing, and a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.